Manufacturer narrative:
Pump passed the basic occlusion test at 4.5 lbs. The pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Found no no delivery alarms during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed no delivery alarms found on 11/13/2024 at 11:44:51.000 to 14:44:09.000 during bolus. Pump delivered 110 bolus deliveries on the event date of 11/13/2024 at 00:29:03.000 to 14:44:09.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (23.175 mv). The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and corroded battery tube. No delivery/occlusion alarm was not confirmed during testing. Moisture damage was confirmed found isolated to the battery tube. Unable to verify customer's complaint for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced no delivery/occlusion alarm. The customer reported, hyperglycemia. Treated with manual injection/insulin pen. The event involved product(s) mmt-1884, mmt-399a, mmt-7040a and mmt-332a. The customer has tried all remedies or does not want to troubleshoot for recurring alarms. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested. And customer response was, the device will be returned. No product return is required for mmt-399a, no product return is required for mmt-7040a. Mmt-332a was requested. And customer response was, the device will be returned.